Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states that 2 screws and 2 washers are missing from underneath the seat, which is causing the seat to be wobbly.